Event description:
The user facility reported a 76-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. Following placement of an impella 5.5, the patient was returned to the or for ongoing bleeding. Anastomosis of one the grafts was found to be the issue and was repaired by the surgeon. Support with the implanted pump was maintained throughout the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed. The device was not returned for investigation. Data logs were returned and investigated. Per the clinical information provided, the root cause of the access site bleeding issue was most likely patient condition related to patient anatomy. Data logs show that there was a small motor current spike and then high purge pressure, and purge system was blocked alarms. Multiple bag changes and were then done. The issue was resolved with a decrease in the p-level of the pump and starting systemic heparin. The root cause of the high purge pressure issue was most likely biomaterial.